Event description:
Sticking bolus buttons. Bolus button sticking in down position. When catheter (life-tech) was manipulated or catheter was flushed, button popped back up. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. Our dfu states the following warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator: if indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate. Or if indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol.